Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the left anterior descending artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the probe was damaged. The physician removed the damaged device and completed the procedure using another of the same device. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed no issues, and the device appeared to be in good condition. Microscope inspection showed that the guidewire exit port, and the distal section of the tip were in good condition. An impedance test showed an electrical open proximal waveform between 130-140 cm from the distal housing. A functional test using a test guidewire showed no indication of resistance when tracking the guidewire into the catheter. Additionally, the motor drive unit (mdu) and ilab system were used to perform a functional inspection of the device. The catheter was properly recognized by the imaging system when plugged into the mdu, and no connection issues or errors were detected during testing. Based on the evidence, the as reported code of catheter damage / defective is confirmed. The open proximal could have contributed to the event.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the left anterior descending artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the probe was damaged. The procedure was completed with another of the same device. There were no patient complications reported.